Event description:
The service report shows that the device failed the leak test during an incoming performance eval. The nellcor puritan bennett factory service tech inspected the device and replaced the cup seal. The unit passed extended testing. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.